Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician completed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. The "patient presented 5 days later with anorexia, rif pain and fever. At laparotomy a loop of small bowel was adherent to the uterine fundus and was resected from uterus and oversewn. The thermal defect in uterus was oversewn. Consultant surgeon thinks the bowel was adherent to the uterus where a mirena had previously perforated the uterus and the thermal injury was transferred down the defect from the previous perforation, resulting in thermal injury to bowel". The physician performed a "midline laparotomy and small bowel oversewn. Small bowel dissected off uterus and thermal injury noted to uterus and defect oversewn".

Manufacturer narrative:
(B)(4).

Event description:
On 07/25/2016 additional information was received from the hologic, vp of medical affairs: I spoke with ms. (B)(6) and it was reported, "I had the opportunity to speak with ms. (B)(6) on july 25, 2016 regarding a patient who had a novasure endometrial ablation for abnormal uterine bleeding on (B)(6) 2016. The patient was (B)(6) years-old, g3, with a bmi of (B)(6), and recent diagnosis of type ii dm. Approximately 10 years ago, she had placement of a mirena lng-ius complicated by a fundal perforation requiring laparoscopy for intraperitoneal retrieval of the device. At that time, she also had a tubal sterilization. Her work-up prior to the endometrial ablation included a negative endometrial biopsy and an ultrasound which showed myometrial thickness >10mm at the lower uterine segment anterior wall. The procedure was performed in the operating theater under general anesthesia. There was no difficulty in dilating the cervix. Cavity measurements were obtained in the traditional manner by subtracting the endocervical length (4cms) from sounding length (9cms) for a cavity length of 5cms. The pre-ablation hysteroscopy showed a normal appearing uterine cavity. The device was inserted and opened to a width of 2.9cms. The cia passed on the first attempt. There were no vacuum alarms. The post-ablation hysteroscopy showed a normal ablated endometrial surface with no evidence of perforation. The patient was discharged home in stable condition. The patient was seen approximately 5 days post-ablation with pain and fever. A CT-scan showed questionable appendicitis and she was transferred to a tertiary facility. A repeat CT-scan showed evidence of gas around the cecum suggestive of perforation. She was taken to the operating theater for an exploratory laparotomy. A loop of small bowel was identified over the uterine fundus associated with "full thickness burn" of the uterus at the site of the previous iud perforation. The thermal injury to the bowel was oversewn and no bowel resection was required. Ms. (B)(6) felt that the transmural thermal injury was likely due to the perforation that occurred in the past with the iud".